Event description:
It was reported that both of the t8 driver shaft w/ao qc and t7 driver shaft w/ao qc shafts slipped inside of the screw recesses while trying to remove hardware. Occurred during use-inside the patient. Unknown if there was a smith and nephew backup device available.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection confirms tip of the device has round off causing the stated failure. The device shows significant signs of wear/usage. The device was manufactured in 2015. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that both of the driver shafts slipped inside of the screw recesses while trying to remove hardware. Occurred during use-inside the patient. Unknown if there was a smith and nephew device available. No other complications were reported at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.